Manufacturer narrative:
Although the patient is deceased, this event occurred during a year prior to the patient's death and thus this file is not being submitted as a death file. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2015, it was reported that the patient was ¿still having problems¿ following their implant on (B)(6) 2015. The patient noted that they were ¿having trouble with it¿doing the job¿ and that ¿it [didn't] respond very well."the patient was planning on seeing their healthcare provider the following friday, (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.